Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced dizziness and vomiting and presented in the emergency room. It was noted that the patient experienced sudden death upon discharge. It was unknown what caused patient to expire. The physician does not allege any malfunction on the implanted products and no further information was available.